Event description:
The account reported the nurse call did not function. The bed was located in maintenance at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the communication cable was pinched. The most likely cause is the cable not being properly stowed before the bed was transported. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unknown inf the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.